Event description:
It was reported that this patient has ongoing left vocal cord paralysis and is awaiting speech therapy after the patient's leads were replaced. Additional information was received from the neurologist stating that it was unclear if the vocal cord paralysis was due to vns stimulation, vns surgery or presence of the device, and root cause of the vocal cord paralysis is unclear. No other relevant information has been received to date.